Event description:
Patient was undergoing cardiopulmonary resuscitation. Patient was bradycardic and had what appeared to be an acute inferior myocardial infarction. It was elected to try pacing the patient. A right internal jugular sheath introducer was placed by seldinger technique by ultrasound guidance. A swan-ganz bipolar pacing catheter was checked prior to attempting placement. It was placed, however the balloon would not inflate. A delay of care resulted because it was necessary to insert a second pacing catheter. However, this occurrence did not contribute to the patient's outcome. The inability of the balloon to inflate resulted in performance delay. Afterwards the packaging of the pacing catheter was examined and it was noted that the "use by" date had expired. The inventory was inspected to assure the remaining product was not outdated.